Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the monitor screen was alternating from blue to white and would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. Upon eval, the monitor would not power on. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The cause of the monitor not powering on was an intermittent bga connection, which was discovered through a failure to program a specific location during the flash test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components. The pt received a replacement monitor.